Event description:
The customer reported that the device overheated while it was being tested at the user facility by the user. There was no medical intervention, and no adverse consequences were reported with this event.